Manufacturer narrative:
(B)(4). Cam. The analysis results of the device found that it was received with a malformed clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, three conforming clips and three malformed clips were fed. Further evaluation found that the cam was bent, this condition did not allow the jaws to collapse as intended in order to form the clips. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon squeezed the trigger, the jaw could not close and form the clips. This occurred with the first few clips so they switched to a new device. There were no adverse consequences for the patient.